Manufacturer narrative:
The stent remains in the patient. The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with unstable angina. The procedure was performed to treat a de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.50x38mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted, without reported issue; however, within 24 hours post procedure the patient died. Angiography was not performed after the procedure to determine if the cause of death was related to the implanted stent, and no treatment was provided after the procedure. The cause of death is unknown. No additional information was provided.